Manufacturer narrative:
Additional narrative: subject device has been received and investigation summary was performed. The investigation of the complaint articles has shown that: one broken plate part # sd242.003, lot # 9883951), one 2.4mm cortex screw part # 201.760, and six locking screws part #'s 212.814, 212.812 (qty. 2), 212.811 (qty. 2), and 212.808 were returned for evaluation. The plate is broken into two pieces through the left-most of the center set of holes. It is unknown what caused the plate to break, but it was likely due to a fatigue failure due to delayed healing of the bone. The balance of the plate is undamaged. No issues were found with the returned screws. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. The design is determined to be adequate for its intended use when used and maintained as recommended, this complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The exact date of implant is unknown and was reported as (B)(6) 2015. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a postoperative follow-up visit for pain on an unknown date, x-rays confirmed a broken plate. The patient was implanted with a 2.4mm locking compression plate (lcp) and eight unknown screws in her left distal radius to treat a comminuted fracture on an unknown date in (B)(6) 2015. Revision surgery was performed (B)(6) 2016. The plate was broken into two pieces and was removed with ease. No fragments were generated. The eight screws were intact and removed easily. There were no issues with the eight screws. The patient was revised to a 3.5mm lcp 10-hole plate. The surgery was successfully completed without delay. This is report 1 of 1 for (B)(4).